Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead also indicated damage at implant. The proximal conductor, distal conductor, inner insulation, and outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the physician inserted two leads via a single left subclavian stick using a double-wire technique. After the introducers were peeled away and removed, the physician had difficulty manipulating the leads due to venous anatomy and friction between the two silicone leads. The physician elected to remove the right atrial (ra) lead and re-stick the axillary vein; however, excessive traction was needed to pull the lead out. Upon removal, the physician was concerned the ra lead was over-stretched and lead integrity may become an issue. An area of the lead appeared to exhibit stretched wires visible through the insulation. The ra lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.